Event description:
Customer reported that t:slim x2 pump battery would not charge, with no signs of connection when plugged into a power source. There was no adverse impact to the customer¿s blood glucose level. Technical support determined a replacement was necessary after unsuccessful attempts using different adapters and charging cables, and the customer will use mdi as backup insulin therapy. The replacement pump is being sent, and the customer was advised on the return process for the defective unit, which needs to be sent back within 10 days.